Event description:
During eval, the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration. During eval, the pump did not detect the cartridge during the load cartridge phase.